Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. The patient then presented in clinic for programming changes. It was further discovered that the over-sensing was causing diaphragmatic stimulation. The programming changes were made to mitigate the over-sensing. The patient was stable.